Manufacturer narrative:
The reported disassembly of the td ost was confirmed by a manufacturer repair technician through visual inspection. A fractured td ost can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that during a surgical procedure at the user facility the td ost assembly in the blade mount of the device disassembled, causing two blades to break. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the td ost assembly in the blade mount of the device disassembled, causing two blades to break. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.